Event description:
International affiliate reports that during a spina procedure from occipital to c2 instrumentation with the mountaineer oct system, the first y plate broke in the bending zone during bending of the device. A second plate also broke in the bending zone during bending of that device. The second plate was implanted with only two screws inserted through the holes of the remaining plate and the procedure was completed. This medwatch report is being submitted for the second broken plate that was implanted.

Manufacturer narrative:
Depuy synthes spine does not use therapy dates as required. As a result, today's date has been entered into the required field. A follow up report will be filed upon completion of the investigation. Plate was implanted.

Manufacturer narrative:
The top broken tab of the plate was returned. Visual inspection of the mountaineer oc plate [product code: 1883-62-031, lot no: wa1676] indicated that the fracture was located at the plate¿s occipital contour point. Device was then sent to the lab for fracture analysis. A scanning electron microscopy (sem) analysis was performed on the fractured surfaces to facilitate a more detailed investigation of the fracture characteristics of the part. Results show evidence of plastic deformation and a rough/grainy texture along the entire surface, indicating a bending fracture. The analysis identified no material defects or other abnormalities additionally, a DHR review could not be conducted on the second returned mountaineer oc plate as the lot number of the device is unknown. It should be noted that only the broken half of the oc plate was returned of which no product identification was identified on it. A 12-month review of the complaint trend analysis for the mountaineer oc plate was conducted on the product family with no systemic trend identified. The root cause of the mountaineer oc plate breakage cannot positively be determined as only part of the device was returned. However, the fracture analysis results indicated evidence of plastic deformation and a rough/grainy texture along the entire surface, indicating a static bending fracture. As there has been no issue identified in the manufacturing or release of the device, defect identified in the material, and there has been no systematic trend, this complaint will be closed with no further action required.